Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a supraventricular tachycardia procedure, optical issues with the catheter resulted in a procedural delay. The catheter was replaced and the procedure was completed with no adverse consequences to the patient. When the catheter's fiber optic component was plugged into the tactisys, it initially showed contact force on the ensite x. However, it was noted that once the radio frequency component was plugged in, contact force was no longer displayed. All the connections on the tactisys and the amplifier were unplugged and re-plugged, and the tactisys was exchanged, but the issue persisted. The catheter was exchanged which resolved the issue and the procedure was completed with no adverse consequences to the patient.